Event description:
(B)(4). Since (B)(6) 2013 I've experienced the following: pain on lower right side, headaches , weight gain, extreme bloating, unexplained vaginal discharge and bleeding, unexplained itching and rashes, extreme fatigue, depression, unexplained feeling of fever.